Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Review of lot 17248548 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
During a percutaneous transluminal angioplasty (pta) of a shunt vessel, it was reported that after the lesion was crossed by a 35 100cm piolax guide wire, the 6mmx4cm powerflex pro pta balloon was delivered and inflated at the lesion but ruptured at 7 atmospheres (atm). The balloon was removed and it was changed to another new balloon of the same size. The procedure finished successfully. There was no report of patient injury. The product was clinically used and it will not be returned for analysis. The patient's information was unknown. The lesion was moderately calcified and not tortuous. The rate of stenosis was 99%.

Manufacturer narrative:
Additional information was provided by the affiliate. There were no damages noted to the box, pouch, hoop, or balloon sleeve and there was no reported difficulty removing the balloon sleeve. No anomalies were noted during the prep of the device and there were no kinks noted on the device prior to use. It is not known if there was difficulty encountered advancing the guidewire and device to the target lesion. Additionally, it is unknown if force was ever required when using the device. The device was removed intact from the patient, but it is unknown if the device was easily removed. The device did not separate or break into two or more pieces at any time during the procedure. No further information is available. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of a shunt vessel, it was reported that after the lesion was crossed by a .035¿ 100cm guide wire, the 6mm x 4cm powerflex pro pta balloon was delivered and inflated at the lesion but ruptured at 7 atm (seven atmospheres). The balloon was removed and it was changed to another new balloon of the same size. The procedure finished successfully. There was no report of patient injury. The patient¿s information was unknown. The lesion was moderately calcified and not tortuous. The rate of stenosis was 99%. Additional information was provided by the affiliate. There were no damages noted to the box, pouch, hoop, or balloon sleeve and there was no reported difficulty removing the balloon sleeve. No anomalies were noted during the prep of the device and there were no kinks noted on the device prior to use. It is not known if there was difficulty encountered advancing the guidewire and device to the target lesion. Additionally, it is unknown if force was ever required when using the device. The device was removed intact from the patient, but it is unknown if the device was easily removed. The device did not separate or break into two or more pieces at any time during the procedure. No further information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17248548 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a rate of stenosis of 99% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.